Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). "Lot number provided is for current box of wafers not for the box he was using when the redness occurred."

Event description:
Customer reports circumferential redness which extends outward approximately 25mm. He does experience some itching from the area. He uses (B)(6) adhesive remover to his peristomal skin. He uses (B)(6) soap to cleanse his peristomal skin. He warms his skin barrier with a hair dryer prior to application. He uses tape to picture frame his skin barrier. He changes his wafer every 5 days. Date event occurred in an estimate. He did experience some bleeding from the area after he scratched the area but no bleeding noted at this time. Instructed on crusting with stomahesive powder followed by protective barrier wipes or water. Instructed to call back for additional instructions if area worsens or does not improve. Recommend moldable dh skin barrier. Lot number is for current box of wafers not for the box he was using when the redness occurred.